Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that a request was made to review stored episodes in this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) noted that during a ventricular tachycardia (vt) episode this device appropriately delivered anti-tachycardia pacing (atp) therapy, however the atp accelerated the rate. This device then appropriately delivered six shocks; however these did not convert the arrhythmia and therapy was exhausted. The results were reviewed with the health care professional (hcp). This device remains in services. No additional adverse patient effects were reported. Additional information was received that this device was explanted. Further information has been requested. This device has been received for analysis. Attempts to obtain further information were unsuccessful.

Event description:
It was reported that a request was made to review stored episodes in this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) noted that during a ventricular tachycardia (vt) episode this device appropriately delivered anti-tachycardia pacing (atp) therapy, however, the atp accelerated the rate. This device then appropriately delivered six shocks; however, these did not convert the arrhythmia and therapy was exhausted. The results were reviewed with the health care professional (hcp). This device remains in services. No additional adverse patient effects were reported.

Event description:
It was reported that a request was made to review stored episodes in this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) noted that during a ventricular tachycardia (vt) episode this device appropriately delivered anti-tachycardia pacing (atp) therapy, however the atp accelerated the rate. This device then appropriately delivered six shocks; however these did not convert the arrhythmia and therapy was exhausted. The results were reviewed with the health care professional (hcp). This device remains in services. No additional adverse patient effects were reported. Additional information was received that this device was explanted. Further information has been requested. This device has been received for analysis. Attempts to obtain further information were unsuccessful.